Event description:
Customer reported the insulin pump alarm were not load enough. Customer stated she has hypoglycemic incidents in the morning because customer does not hear the alarms. Customer reported the insulin pump does shuts off two hours but sometimes that wasn't enough. Customer reported the she has had multiple hypoglycemic events where the paramedics are called out to her house in the last month and half. Customer was given two glucagon shots. Customer states her doctor has checked the device and setting, they are fine. Customer stated that she can't use the sensor on her stomach because of to much scar tissue so she wears it on her back. On (B)(6) per medics were called and was given juice by her sister, parents were not home. Paramedics gave her long acting carbohydrates. Customer's blood glucose was 25 mg/dl, then 35 mg/dl and 38 mg/dl, she wasn't hospitalized. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.